Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroidectomy procedure, the device was partially sealed, it was noted that there was no re grasp alarm but with end tone and energy delivery. The ligasure was plug into another generator and the sealing still not good. There was no bleeding occurred. They used bipolar to complete the procedure. There was no patient injury.